Manufacturer narrative:
The unit was evaluated by our field service engineer. During the testing, the power brick in the the power supply module appeared not to be working correctly and a new power supply module was installed. The stellaris functions were tested and they were all ok.

Event description:
A report from a user facility in (B)(6) stated that the stellaris system shut down randomly during surgery. There was no report of injury to the patient.